Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low flow alarm on the controller. Upon retrieving the pump parameters, the actual pump flow was 0.9 l/min. The patient was admitted and data was retrieved once again which indicated an abrupt breakdown in the pump parameters of performance, flow, and pulsatility. Blood pressure was determined and there was a distinct pulsatility of the blood pressure which was inconsistent with the lack of pulsatility of the pump flow. There was therefore a profound suspicion of a thrombosis before or in the pump inlet cannula. The acoustic measurement presented a 3rd heart sound and ¿unwanted¿ follow-up heart sound, as a sign of the contact between the thrombus and the rotor. A backwash maneuver was performed in the operating room (or) using sentinel with a carotid protection device. This was followed by a thrombectomy of the femoral artery. The procedure resulted in a normalization of all pump parameters. On the fourth day after intervention, there is no indication of impairment in pump function and the patient is currently pending discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. The reported "low flow event" event could not be confirmed via log file analysis since log files covering the event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) remains in use.